Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported when charging their implant (ins) it was burning them. Pt said they were not sure if the recharger was the one causing it of the ins. Pt said they had talked to their rep and they were advised to call pats to check if it was something that needs to be checked or replaced. Agentt asked and the patient confirmed the recharger was getting very warm during charging session. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.